Manufacturer narrative:
The reported event of dim or missing light segment file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
During a site visit, the customer reported that a good number of their display boards either have a dim or missing light segment on the upper left corner of the rate display. There is no report of patient involvement.